Event description:
It was reported that while unloading the m1 cot, the front wheels at the head end did not unlock. There was no reported pt involvement or adverse consequences.

Manufacturer narrative:
Green gas dampener.